Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. Vascular access was obtained via the left side. The 80% stenosed, 13.6mm in length, 2.75mm in diameter, eccentric, de novo target lesion was location in the mildly tortuous and moderately calcified distal left circumflex (lcx) artery. The lesion contained a <=45 degrees bend. After pre-dilation was performed using a non-bsc balloon catheter, leaving a 47% residual stenosis in the lesion, a 16x2.75 omega¿ stent was advanced but it failed to cross the lesion. The device was removed and it was noted that the proximal of the stent was deformed and the stent dislodged from the balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable. This product is only ous approved but is similar to an approved us device.